Event description:
The customer reported beeps were heard from the sys when idle. Also, the fe reported the sys had displayed ma on in error messages. An ma on in error messages will automatically shut the sys down without command. No patient injury was reported.

Manufacturer narrative:
A ge service evaluated the sys and replaced the generator power supply, the backplane, and the monoblock x-ray tube assembly. The system operates as intended.